Manufacturer narrative:
This is a final report. This type of event is considered in the device labeling.

Event description:
This pt was explanted due to poor performance with her cochlear implant. She was successfully reimplanted.